Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had already changed the arctic sun device once due to alert 02 (low flow). The new machine was reading low or marginal flow on the screen. System hours was 3107, pump hours was 2925, flow rate (fr) was 2.3lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 67 percentage. Explained all these values look good right now. Patient temperature (pt) was 34.6c, targeted temperature (tt) was 35c, water temperature (wt) was 16.8c. Per follow up information received via phone on 08jun2023, it was reported that the patient was a male in his early 60's. There was no impact to the patient and therapy was completed. The contact mis and did troubleshooting. The nurse needed an understanding and clarifying information on the reading on the screen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had already changed the arctic sun device once due to alert 02 (low flow). The new machine was reading low or marginal flow on the screen. System hours was 3107, pump hours was 2925, flow rate (fr) was 2.3lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 67 percentage. Explained all these values look good right now. Patient temperature (pt) was 34.6c, targeted temperature (tt) was 35c, water temperature (wt) was 16.8c.